Event description:
During an internal carotid stent procedure, the accunet recovery catheter would not pass through the deployed acculink stent in order to recover the accunet filter. Another company's embolic protection system was able to pass through the stent and the accunet filter was recovered. No pt effects were reported.